Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through claimant's counsel that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2022. During the revision the surgeon noted "¿ there was a significant amount of black metallosis fluid encountered. An extensive debridement of all metal debris was performed and it was found that his trunnion was completely destroyed."

Event description:
It was reported through claimant's counsel that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2022. During the revision the surgeon noted "¿ there was a significant amount of black metallosis fluid encountered. An extensive debridement of all metal debris was performed and it was found that his trunnion was completely destroyed."

Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records indicates the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: the reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.